Event description:
A customer reported that their pump did not detect the cartridge during an attempted change. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned for assessment, and a replacement pump with a different serial number has been arranged. Additional information was not provided.